Event description:
Asku

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Event dates are 2005 and 1995. Type of device is implantable tachy lead. Also model 6921l, and 6921l. Implant dates are 1995 and 1993. And explant dates are 2005 and 1995.